Event description:
The hcp reported that the patient was hospitalized for bacterial meningitis. The patient was subsequently discharged to home in over 1 month with "continuing support". No other information has been provided.